Manufacturer narrative:
(B)(4). Summary of investigational findings: examination of the returned delivery system showed no marks or scratches on the green trigger wire knob. This indicates that the user has not been rotating the green trigger wire knob, which is consistent with the IFU. Rotation of the green trigger wire knob is probably not the reason for the difficulties. Microscopic examination of the trigger wires showed dispersed areas of tiny fraying. This might be due to inadequate coating on trigger wires. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a (B)(6) female patient underwent tevar to treat aortic dissection. Dissection extended to both iliac artery lesion so there was a possibility of difficulty to advance the wire guide into true lumen more or less, however there was not seen clear stenosis tortuously on the patient. Therefore, the physician thought patient anatomical form were suitable for the procedure. To treat dissection, the procedure was performed as planned: to close multiple entry which were located aortic arch and descending aorta, place stent graft; against stenosis of the true lumen, place bare stent. First, zteg-2pt-32-22-162-pf was placed on distal side, and esbe-22-80-t-pf-d was placed on proximal side. There was no problem with delivery of the device/deployment of the stentgraft, however, when he attempted to remove the trigger wires, those could not be removed at all. Therefore, the physician pushed green trigger wire release mechanism with force using pean forceps to distal side, so it moved by inches, then he removed trigger wire by force. Patient outcome: no adverse effect to the patient reported.